Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned to olympus for inspection and the reported failure was not confirmed. As per the distributor, the piezo crystal was worn. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lithotripsy transducer had no power. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.